Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. Expiration date: unknown. Device manufacture date : unknown. (B)(4) - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -12.00/+2.0/088 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting and elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved. The patient's eye is stable. The cause of the event was due to the device - the lens was too large. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.